Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels and hospitalization. Customer's blood glucose level was 600 mg/dl. Troubleshooting for high blood glucose was performed. Customer experienced diabetic ketoacidosis and was hospitalized two separate times. Customer had a bent cannula one time and now they experienced high blood glucose which resulted in hospitalization. Customer was in the intensive care unit for two days and was treated via insulin drip.